Manufacturer narrative:
The company representative was able to address the issue remotely with the customer. The issue was caused by using incorrect user settings. Therefore, the system was not tested on-site. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The root cause of the reported event is attributed to incorrect user settings used. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic surgical product would not irrigate the fluid when stepped on the foo pedal. There was no report of procedure details and patient harm. Additional information has been requested and none has been received till date. Additional information received via follow up response indicating that doctor did not have a preferred program hence surgery was completed by using another doctor settings.